Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #: 3501650, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
On 7/18/2018 it was noted that the device history record was erroneously omitted from the initial report submitted on 7/3/2018. The device history record (DHR) for the lot number 6426286 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/24/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. On 3/10/2018 right sided deflation was observed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed valve leakage. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).